Event description:
A 5 mm diameter x 18 mm length racer biliary stent delivery system was inserted into a pt for the treatment of a left renal artery stenosis in 2004. The pt's iliac vessels were reported to be moderately calcified with no tortuosity. The lesion was not pre-dilated. It was reported that the physician was unable to advance the stent to the intended lesion site. Upon retraction of the stent delivery system the stent hit the edge of the guide catheter. The stent came off the balloon and a snare was used to successfully remove the stent from the pt. The pt was left untreated. No clinical sequelae were reported, and the pt is reported to be fine.